Manufacturer narrative:
Concomitant medical devices: product ID: 388928, lot# 0209654252, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead . (B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the patient had pain and discomfort at the stimulator level. No diagnostics/troubleshooting were performed. The patient was hospitalized from (B)(6) 2015, to explanted the electrode and stimulator. The issue was resolved. The investigator assessed the event as serious, but not linked to the device or procedure, but safety thought it was linked to the device and procedure. Relevant medical history includes idiopathic functional urinary incontinence since 2014. If additional information is received, a follow-up report will be sent.